Event description:
It was reported that there was no pacing and r-waves were low. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.